Event description:
It was reported that hemorrhage occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device could not show the image. The patient underwent hemorrhage. No further information was provided at the time of reporting.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital .

Event description:
It was reported that hemorrhage occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device could not show the image. The patient underwent hemorrhage. No further information was provided at the time of reporting. It was further reported that the physician confirmed there was no hemorrhage. The 83% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. After the device was removed from the patient, the opticross hd was tested and was not able to show an image. The device was returned for analysis. Visual inspection revealed no issues; the device appeared in good condition. Functional inspection on the device showed a wave form with presence of transmission line but very weak transduce. During image characterization testing, no image appeared in the ilab system. Impedance transducer level testing showed an electrical no rh peak signal (3 ohms). During microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). B1adverse event/product problem, b2 outcomes attrib to adv event, h1 type of reportable event, h6 patient impact codes. The device was returned for analysis. Visual inspection revealed no issues; the device appeared in good condition. Functional inspection on the device showed a wave form with presence of transmission line but very weak transduce. During image characterization testing, no image appeared in the ilab system. Impedance transducer level testing showed an electrical no rh peak signal (3 ohms). During microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that hemorrhage occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device could not show the image. The patient underwent hemorrhage. No further information was provided at the time of reporting. It was further reported that the physician confirmed there was no hemorrhage. The 83% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. After the device was removed from the patient, the opticross hd was tested and was not able to show an image.

Manufacturer narrative:
G1 bsc aware date corrected from 12/06/2021 to 01/06/2022. E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed no issues; the device appeared in good condition. Functional inspection on the device showed a wave form with presence of transmission line but very weak transduce. During image characterization testing, no image appeared in the ilab system. Impedance transducer level testing showed an electrical no rh peak signal (3 ohms). During microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that hemorrhage occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device could not show the image. The patient underwent hemorrhage. No further information was provided at the time of reporting.